Manufacturer narrative:
Pr 872684 follow up emdr for device evaluation. A CT-picture was provided by the end user for analysis. The CT picture confirmed the reported failure mode (broken needle); however, the picture did not provide a level of detail which would enable any proper method of root cause determination. Through a review of the provided picture, the investigation was able to confirm successful placement of the biopsy needle. The procedure for the placement of a biopsy needle is to advance the biopsy needle assembly (cannula and stylet) through the hard cortical bone layer. Once the stylet penetrates this layer, the stylet is removed and the hollow cannula is advanced into the bone marrow. The stylet would not be able to be removed if the needle was bent or broken during the placement process. Consequently, since the picture demonstrates successful placement of the biopsy needle, the investigation surmises the needle broke during the attempt to remove the needle. The instructions for use regarding this biopsy needle warns the user not to apply lateral force to the needle during the removal process to minimize the potential for the needle to break during removal. The investigation was not able to confirm the root cause for the broken needle since no additional information regarding the use of the biopsy was known by the investigation. A device history record review of all applicable manufacturing records for lot 0001202661 did not identify any issues that may have contributed to the reported failure mode. Based on the limited results of the complaint investigation, a probable root cause could not be identified since no complaint sample was submitted for evaluation and no contributions from the manufacturing/design process were identified. Since no probable root cause was identified, the investigation was not able to identify any corrective or preventive actions. This complaint will be entered into the complaint management system and will be tracked and trended through the quality data analysis process for future occurrences.

Event description:
Needle of jamshidi -tjm6011 broke inside patient during CT guided bone biopsy performed in nuclear medicine by physician.

Manufacturer narrative:
(B)(4) this follow up submission (#1) is to correct the manufacturing plant. Of product tjm6011. Initial submission was documented as carefusion (B)(4) dominican republic. However, the correct manufacturing site is (B)(4).

Event description:
Needle of jamshidi -tjm6011 broke inside patient during CT guided bone biopsy performed in nuclear medicine by physician.

Manufacturer narrative:
Pr872684 upon completion of carefusion's investigation; a follow up submission will be done.

Event description:
Needle of jamshidi -tjm6011 broke inside patient during CT guided bone biopsy performed in nuclear medicine by physician.